Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 double beeping while testing was not revealed in event log. When evaluating and testing the pump double beeping, this was isolated to down stream sensor. This action was taken to replace the dso and device passed all testing.

Event description:
Device evaluation completed and summarized in h 10.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep for no cassette. No patient was involved in this event. No adverse effects were reported.